Manufacturer narrative:
Fifty four samples were received by halyard health on 22-may-2018. As stated in the complaint, the samples were placed into plastic bags, some were in biohazard bags, some were not. Some were used and some were not. Due to the condition of the samples and the fact that this is a known failure mode, no further testing or evaluation will be conducted with these samples. A review of the device history record is in-progress. Recall number: a field action was initiated on 07-feb-2018 (product advisory notice was sent to all potentially impacted customers). All information reasonably known as of 04-jun-2018 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. The information provided by halyard health represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to halyard health. Halyard health has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the halyard health complaint database and identified as complaint (B)(4).

Event description:
Halyard received a single report that referenced twenty nine different incidents, which were associated with separate units, involving an unknown number of patients. This is the twenty sixth of twenty nine reports. Refer to 8030647-2018-00342 for the first patient. Refer to 8030647-2018-00343 for the second patient. Refer to 8030647-2018-00344 for the third patient. Refer to 8030647-2018-00345 for the fourth patient. Refer to 8030647-2018-00346 for the fifth patient. Refer to 8030647-2018-00347 for the sixth patient. Refer to 8030647-2018-00348 for the seventh patient. Refer to 8030647-2018-00349 for the eighth patient. Refer to 8030647-2018-00350 for the ninth patient. Refer to 8030647-2018-00351 for the tenth patient. Refer to 8030647-2018-00352 for the eleventh patient. Refer to 8030647-2018-00353 for the twelfth patient. Refer to 8030647-2018-00354 for the thirteenth patient. Refer to 8030647-2018-00355 for the fourteenth patient. Refer to 8030647-2018-00356 for the fifteenth patient. Refer to 8030647-2018-00357 for the sixteenth patient. Refer to 8030647-2018-00358 for the seventeenth patient. Refer to 8030647-2018-00359 for the eighteenth patient. Refer to 8030647-2018-00360 for the nineteenth patient. Refer to 8030647-2018-00361 for the twentieth patient. Refer to 8030647-2018-00362 for the twenty first patient. Refer to 8030647-2018-00363 for the twenty second patient. Refer to 8030647-2018-00364 for the twenty third patient. Refer to 8030647-2018-00365 for the twenty fourth patient. Refer to 8030647-2018-00366 for the twenty fifth patient. Refer to 8030647-2018-00368 for the twenty seventh patient. Refer to 8030647-2018-00369 for the twenty eighth patient. Refer to 8030647-2018-00370 for the twenty ninth patient. A halyard health representative was given twelve patient belonging bags which contained catheter samples that were comprised of 29 used and 25 unused catheters. There was no specific information regarding individual samples or patients, other than that there was no patient injury and the catheters were replaced without issue. Since the exact number of catheters that disconnected during ventilation is unknown, the used samples (29) will be representative of this failure. No further information was received.

Manufacturer narrative:
Corrected data: describe event or problem: to provide correction for the number of reports involved in this series. All information reasonably known as of 28-jun-2018 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. The information provided by halyard health represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to halyard health. Halyard health has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the halyard health complaint database and identified as complaint (B)(4).

Event description:
Halyard received a single report that referenced twenty five different incidents, which were associated with separate units, involving an unknown number of patients. This is the twenty second of twenty five reports. Refer to 8030647-2018-00342 for the first patient. Refer to 8030647-2018-00343 for the second patient. Refer to 8030647-2018-00344 for the third patient. Refer to 8030647-2018-00346 for the fourth patient. Refer to 8030647-2018-00350 for the fifth patient. Refer to 8030647-2018-00351 for the sixth patient. Refer to 8030647-2018-00352 for the seventh patient. Refer to 8030647-2018-00353 for the eighth patient. Refer to 8030647-2018-00354 for the ninth patient. Refer to 8030647-2018-00355 for the tenth patient. Refer to 8030647-2018-00356 for the eleventh patient. Refer to 8030647-2018-00357 for the twelfth patient. Refer to 8030647-2018-00358 for the thirteenth patient. Refer to 8030647-2018-00359 for the fourteenth patient. Refer to 8030647-2018-00360 for the fifteenth patient. Refer to 8030647-2018-00361 for the sixteenth patient. Refer to 8030647-2018-00362 for the seventeenth patient. Refer to 8030647-2018-00363 for the eighteenth patient. Refer to 8030647-2018-00364 for the nineteenth patient. Refer to 8030647-2018-00365 for the twentieth patient. Refer to 8030647-2018-00366 for the twenty first patient. Refer to 8030647-2018-00368 for the twenty third patient refer to 8030647-2018-00369 for the twenty fourth patient. Refer to 8030647-2018-00370 for the twenty fifth patient. A halyard health representative was given twelve patient belonging bags which contained catheter samples that were comprised of 25 used and 25 unused catheters. There was no specific information regarding individual samples or patients, other than that there was no patient injury and the catheters were replaced without issue. Since the exact number of catheters that disconnected during ventilation is unknown, the used samples (25) will be representative of this failure.

Manufacturer narrative:
The device history record for the reported lot number was reviewed and documented that the lot was manufactured according to the approved manufacturing procedures, specifications, and then released by quality assurance. All information reasonably known as of 20-aug-2018 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. The information provided by halyard health represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to halyard health. Halyard health has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the halyard health complaint database and identified as complaint (B)(4). This information is submitted pursuant to 21cfr803, in compliance with the medical device reporting requirement and should not be considered to be an admission that a halyard health product is defective or caused serious injury.